Event description:
Began using the philips respironics CPAP dreamstation machine and began having ongoing sinus problems, chest pressure, heavy cough, wheezing and respiratory problems. All of these are ongoing problems. I had a chest xray before covid started for the cough. Results didn't show anything at that time. FDA safety report ID# (B)(4).